Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: 31-aug-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 12.980 mg/day) and bupivacaine (1.5 mg/ml at 0.9 mg/day) via an implantable pump for an unknown indication for use. It was reported the hcp found a broken catheter by checking the images the day before a planned spinal fusion surgery, so they decided to do a catheter revision at the same time. It was stated there were no specific symptoms, but the drug was delivered subcutaneous due to the broken catheter, so the pain relief was moderate. The event date (date when catheter was broken) was reported to be unknown. The catheter revision was performed on (B)(6) 2019 directly following the spondylodesis surgery. A new spinal part of an 8731sc catheter was implanted and connected to the remaining catheter. It was stated the broken spinal part of the old catheter was not found, was still implanted, and was abandoned. The issue was resolved, and the patient status was alive - no injury. There were no known contributing factors. Further complications were not reported or anticipated.

Manufacturer narrative:
Product ID: 8709, lot# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported after the back surgery/vertebral fusion, an infection occurred. An explant of the complete system was performed on (B)(6) 2019. The system would not be replaced. During the explant, they found some medication in the pump pocket. It was unknown if the issue was resolved. No troubleshooting regarding the products was done. Contributing factors to the event included the back surgery. The pump would be returned. The catheter was discarded by the customer. Additional information was received. The lot number of the catheter that experienced the break was not found in the hospital files. The catheter was implanted in (B)(6) 2005; the exact date was not documented in the patient file. The patient's pump was implanted on (B)(6) 2012. When asked how it was determined if the fluid in the pump pocket was medicine, it was stated this was an assumption from the explanting physician; the fluid was described as opaque. The cause of the "medicine" in the pump pocket was not identified, as no further testing was done. It was stated the patient was alive and was going to rehab.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft- bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a foreign user report indicated that the patient received antibiotic treatment for the post-operative infection after the complex spine surgery.